Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the cuff closure on a laparoscopic assisted vaginal hysterectomy procedure, the needle dislodged from the device. To resolve the issue in order to complete the case, x-ray was brought in to find the needle.